Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a loss of capture (loc) that resulted in a pause for greater than two seconds. Pacing spikes were on telemetry were observed during the pauses. Impedance measurements were stable. Increase in pacing thresholds were noted. The patient was being moved over to a bed during a hospital stay for a non-device related procedure when the loc was observed. There were no adverse patient effects reported.

Manufacturer narrative:
The lead remains implanted with programmed outputs changed for optimization. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.